Event description:
The customer reported, the sys displayed an intermittent generator error. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack and a cable were replaced. The system was then found to be working as intended.